Manufacturer narrative:
A customer purchased a new power adapter. The customer emailed medela customer service and stated the plastic housing broke exposing inner electrical connections. The power cord was ordered and requested the defective power cord be returned for evaluation. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. In the follow up with the customer, she stated the top of the housing is cracked around 3 sides, with one large piece of the plastic housing completely missing. She has used the pump for 6 months and about 3-4 times a week. The power cord is plugged/unplugged about once every 1-2 weeks. She indicated that she did not witness any sparking, fire, or flame and that no injuries were sustained as a result of the issue. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.

Event description:
The plastic housing of my pump in style advanced 9v power transformer broke during routine use, exposing the inner electrical connections.